Event description:
During surgical otolaryngologic procedure, the entire head of the amsco 3085 bed suddenly descended. Bed controls were quickly manually used to re-elevate the head of the bed. Patient safely transferred to different bed for completion of surgical procedure.